Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/12/2013 with the following findings: a review of the pump¿s history showed evidence of a load step malfunction. During testing, the pump was unable complete the prime steps due to a no cartridge detected alarm. The force sensor calibration was found to be out of specifications. The pump was opened and the force sensor connector pin was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.